Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 288 mg/dl at the time of incident. Customer stated that the insulin pump down button was unresponsive during an easy bolus delivery. Customer stated that the insulin pump buttons were unresponsive even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and the airplane mode was turned off and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device communicated properly with bg meter and the meter transferred the bg value to the pump properly.